Event description:
It was reported that during an atrial fibrillation ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that the sheath experienced leakage during preparation. Air was pulled out of the sheath while positioned in the patient's groin. The sheath needed to be flushed, but air was coming into the syringe. No air was noted in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that a pressure bag was used for the irrigation of the sheath. The leaking fluid was saline. It was confirmed that the procedure was completed successfully by using another faradrive sheath. No air was seen in the patient.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). B5: describe event or problem - updated with additional narrative.

Event description:
It was reported that during an atrial fibrillation ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that the sheath experienced leakage during preparation. Air was pulled out of the sheath while positioned in the patient's groin. The sheath needed to be flushed, but air was coming into the syringe. No air was noted in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that a pressure bag was used for the irrigation of the sheath. The leaking fluid was saline. It was confirmed that the procedure was completed successfully by using another faradrive sheath. No air was seen in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during an atrial fibrillation ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that the sheath experienced leakage during preparation. Air was pulled out of the sheath while positioned in the patient's groin. The sheath needed to be flushed, but air was coming into the syringe. No air was noted in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.